Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon had been attempting to seal a vessel/bleeding area on the uterine side wall when the harmonic stopped working and an error sound was noticed. The surgeon advised staff to turn the generator off and on; an error persisted. Inspected and wiped jaws of device without tension and the active blade fell off onto drapes. The product has been returned and a new harmonic instrument was opened and the procedure continued. No adverse outcome to patient. The broken harmonic blade was recovered from the patient's drapes

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.